Manufacturer narrative:
.

Event description:
Revision due to breakage of the inclination set.

Manufacturer narrative:
For investigation five radiographs, surgical reports of implantation and revision as well as several surgeon letters were received. The received information suggests a failure mode of the complained inclination set compatible to the one which led to the above mentioned voluntary recall. Thereby, adequate corrective and preventive actions have already been implemented. However, based on the available information and since the complained component was not available for investigation the root cause of the reported implant breakage could not be assessed conclusively. No further actions will be initiated as a result of the performed investigation.